Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out g2 and to provide a correction to the previous reported device evaluation h10. The initial reported that there were no other malfunction beside the allegation reported in b5. However, there were non-reportable (non-pae) defects noted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to water invaded the scope connector because venting connector was leaked during device handling by the user, which led to abnormality of electrical parts. However, a specific root cause of the suggested event could not be identified. The event can be detected and/or prevented by following the instructions for use which state: -inspection of the endoscopic image .-perform the leakage test. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had scope communication errors b30 and e216. In addition, there was no image. The issue occurred during preparation for use, and the diagnostic bronchoscopy procedure was completed with a similar device. There was a 15 minute procedural delay, however no patient harm was associated with the event.